Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the up arrow and down arrow keypad buttons required multiple presses to elicit a response. The reporter noted that the symbols were off on all keypad buttons but the keypad remained intact. The reporter stated that the pump was worn in the pool two weeks ago and reported no damage or moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling along the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the bolus button cover and plug were found to be detached from the pump exposing the internal button contact.

Manufacturer narrative:
(B)(4): a leak test was performed and pump failed for bolus button leak. Pump was opened to check for internal moisture. No evidence of moisture found inside.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.